Manufacturer narrative:
Concomitant medical devices: 4024-58, implanted: (B)(6) 1998.

Event description:
It was reported that there was low impedance on the right atrial (ra) lead and it had continued to decrease over the life of implantation. Additionally, there was undersensing and the ra lead was unable to sense the patients rhythm. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.